Manufacturer narrative:
The device is expected to be returned to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received from an international affilite (abbott (B)(4)) of overdelivery. The report states, "overdelivery of bolus". Though requested, no additional information was provided.